Event description:
Material no: batch no: 1046064 it was reported by the regulatory agency that there was administration site inflammation. Verbatim: administration site inflammation.

Manufacturer narrative:
The batch record for the lot was reviewed and there were no non-conformance's found during the manufacturing of the lot and during routine quality assurance inspections. Pn 260407i lot number 1046064 met all chemistry testing requirements and testing results were within acceptable specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr for (B)(4).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Batch no: 1046064. It was reported by the regulatory agency that there was administration site inflammation. Verbatim: administration site inflammation.